Manufacturer narrative:
Additional information: d10, h3, h6 the damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2020 patient's family found a long interval in their heart rhythm via remote monitoring. Further investigation found that the right ventricular lead had an elevated capture threshold. An x-ray and ultrasound performed on the same day revealed nothing out of the ordinary, so the lead was only reprogrammed to a higher output. The elevated threshold decreased on (B)(6) 2020, so the physician decided to continue to monitor the patient. However, on (B)(6) 2020 the capture threshold increased again. The lead was then explanted and replaced. Patient was stable after the procedure.